Manufacturer narrative:
(B)(4).

Event description:
On july 5, 2011, a literature report from the united states of america was retrieved describing a female (age not reported) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Dougherty al, rashid rn, bangert, ca. Angioedema-type swelling and herpes simplex virus reactivation following hyaluronic acid injection for lip augmentation. J. Am. Acad. Dermatol. 2011;65 (1): e21-e22. Medical history included herpes simplex virus. The pts' skin type and concomitant medications were not reported. The pt received an injection of restylane (amount injected not reported) on an unk date to the lips. The procedure was performed by the pt's physician friend in a medical office. Pre-procedure medications used and add'l procedures performed at the time of implantation were not reported. On an unk date, within 12 hours after restylane implantation, the pt developed erythema and cutaneous lips. The pt experienced tingling and pain that preceded the swelling by several hours. The pt's story was substantiated by the restylane package and insert. The pt presented to the emergency department where she received an intravenous methylprednisolone dose. On an unk date (reported as "three days later"), the pt returned to the emergency department with worsening pain, swelling, serosanguineous discharge and crusting of the vermilion lips. The dermatology department was consulted and noted the pt had profound edema of the cutaneous and vermilion lips (worse on the upper) with multiple monomorphous vesicles and crusted papules localized to the vermilion lips. Because of the physician's suspicion of herpes simplex virus (hsv) reactivation, a swab of the discharge fluid for bacterial and viral culture was obtained and the pt was prescribed oral valacyclovir at 500 mg, by mouth, twice a day for 7 days with a prednisone taper of 60 mg decreased by 10 mg daily for 6 days. The culture proved positive for hsv. The physicians suspected that at least a portion of the pt's edema was a result of hsv reactivation, but also considered hypersensitivity reaction to hyaluronic acid (ha) filler. The pt was referred to a cosmetic dermatologist for consideration of hyaluronidase injection and was subsequently lost to f/u.